Event description:
Reporter alleged a staff member obtained discrepant pt blood glucose results of "hi" (greater than 600 mg/dl) on the inform system, while a lab returned within 10 minutes a result of 19 mg/dl. Reporter states pt was brought to the medical center with "unresponsiveness and other symptoms related to a stroke". Reporter states no treatment was provided to pt based on meter result. Pt received unspecified treatment for hypoglycemia based on lab result. Pt was reportedly transferred and admitted to an unspecified hospital to be treated for sepsis. A request was made for the return of the suspect device and replacement product was sent.